Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. In addition, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to emergency room and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 700 mg/dl. The customer was treated with intravenous insulin and saline. At the time of the reported issue to tandem technical support the customer was still admitted to the hospital, however, the customer indicated the issue had resolved. The cause for the reported issue was due to multiple cartridge alarms occurring during delivery and the load sequence. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.